Event description:
The manufacturer received information alleging a ventilator service alarm condition occurred after the device's software was reloaded. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The manufacturer's investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service alarm condition occurred after the device's software was reloaded. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and system board were replaced to address the issue.